Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the electrophysiology lab for a right atrial lead revision due to lead noise and a generator change. During the procedure a subclavian access was obtained but venogram showed occlusion in to the right atrium. The lead replacement was aborted and the generator replaced. The atrial lead remained in use. The patent was stable.